Event description:
This is filed to report the difficult deployment and single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+. The patient had a rotated heart and flail in a2. The first clip delivery system (cds) was advanced to the mitral valve and during clip deployment there was difficulty releasing the clip from the delivery catheter. It was confirmed that the actuator knob was separated about 0.5 cm and the release pin was fully exposed. The gripper lever was fully retracted. Troubleshooting was performed and the clip was deployed successfully. The second cds was advanced and during clip deployment the same difficulty occurred as the first clip. Troubleshooting was performed and the second clip deployed. However, after the second clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Although, the second clip had an slda as it was close to the first clip and to the commissure, it was stable enough the procedure was ended. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported difficult deploying the clip appears to be related to patient morphology/pathology (rotated heart). The single leaflet device attachment (slda) appears to be a cascading effect of the troubleshooting maneuvers to deploy the clip, therefore, attributed to procedural condition. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.